Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
An intellanav st was selected for use. The rhythmia mapping specialist observed black discoloration inside sterile package therefore the catheter could not be used.